Event description:
The customer contact philips healthcare to report that the device power off by itself and bent battery pins. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.